Event description:
It was reported that following generator replacement the patient experienced a few seizures upon waking from anesthesia. It was reported that the patient was being admitted to the hospital. It was reported that the patient has not yet been seen for follow-up. It was reported that the patient denies having a seizures the day after surgery. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.